Event description:
It was reported to philips that the mcs monitor had blank screen. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and arranged at another time. The philips field service engineer (fse) inspected the system onsite and confirmed the mcs monitor had a blank screen. Upon troubleshooting, fse checked the log files on site and found that the collimator and fdc were not powered on. Fse then checked the power supply and found the nc power fuse was blown. Fse confirmed that the nc power module was defective and needs to be replaced. To resolve the issue, fse replaced the nc power module. The defective power supply unit was returned to philips for failure analysis, and it was found that there was no power to the fans and everything else besides the mains light. The cause of the failure was found to be an electrical defect. After replacement of the nc power supply module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.